Event description:
The reporter alleges back to back results on the customer's meter of 27 and 142 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.